Event description:
It was reported that there were difficulties with the wake button on the pump, requiring multiple presses to turn on the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on how to firmly press the button and confirmed the pump's display function. Customer continued to use pump for insulin therapy.